Manufacturer narrative:
Examination of the submitted instrument confirmed the reported chipped condition. The root cause is attributed to device wear from normal use and servicing. Based on the determination of the device wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before a total knee replacement procedure, it was noticed that the instrument is chipped and plastic part is falling off. A replacement instrument will be used for the procedure. No delay. No effect on patient or procedure.